Event description:
It was reported that patient fell about 2 weeks prior to the report and started having symptoms of loss of bladder control, loss of therapeutic effect and was going to the bathroom, peeing pouring out of her. It was noted that her diarrhea was doing fine. It also reported that patient started having charlie horses about a week prior to report because she was losing her potassium. It was reported that patient was on program 4 at 4.4v and was not seeing the lightning bolt. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# va0f0dr, implanted: (B)(6) 2014, product type: lead. (B)(4).